Manufacturer narrative:
(B)(4).

Event description:
The pt felt symptoms getting worse this year. The doctor found the lead was broken. It was noted that the products would not be returned. Additional info has been requested, a follow-up report will be sent if additional info becomes available. See also MFR's report # 3004209178201006391.